Event description:
The complainant reported that his wife (the pt) had a sinus lift surgical procedure on (B)(6) 2011, using dynagraft d gel. The pt has a post operative infection and was prescribed antibiotics and nonsteroidal anti-inflammatory drugs. The pt did not return to the surgeon who performed the sinus lift, and was referred to a sinus specialist for a second opinion. There was no indication from the complainant of any add'l surgical and/or medical intervention as a result of the reported infection.

Manufacturer narrative:
The product is not being returned and it is unk if the product was explanted. This product is contract-manufactured for keystone dental by integra lifesciences. As a result, this complaint was forwarded to integra lifesciences for investigation. Integra lifesciences was unable to confirm that the complaint was attributed to the product. A review of the batch records for lot 082161 of dynagraft d ge, 5cc verified that the product was mfg and released in accordance with prod specification. A retain unit sample of the same lot 082161 was inspected and appeared uniform in shape, color, and texture, and appeared to be in good condition. The prod was sterilized within specifications. The packaging has been validated. It was noted that the dynagraft d gel prod, lot 082161, had an expiration date on dec 2010, however, the prod was used for the pt procedure on (B)(6) 2011. (B)(4). Direction for use for the dynagraft d product state, "dynagraft-d is sterile during the stated shelf life in an unopened and undamaged package. The prod must be used prior to the expiration date." Keystone dental's post market quality assurance department attempted to contact (B)(6), the clinician who performed the surgery, but multiple attempts were unsuccessful. The territory sales rep for (B)(6) has been notified and will stress to the clinician that expired prod is not to be used. In addition, (B)(6) will be advised to discard all expired prods in the facility.